Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a fall in (B)(6) 2018, after which they were experiencing intermittent pain at the ipg site as well as intermittent shocking sensations up the back. Reprogramming was attempted with no success. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the issue had reportedly resolved.

Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities, passed functional testing (no anomalous outputs were observed). During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site.